Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer planned to replace supplies later and would contact technical support again if the issue happened again.